Event description:
The cause of the low battery reset/safe state was unknown. Patient symptoms were unknown. The patient had an office visit to check the pump; the pump was accessed in the office. The issue was resolved.

Event description:
Information was reported by a consumer via a company representative regarding a patient morphine (20 mg/ml at 6.5 mg/day) and bupivacaine (10 mg/ml at 3.25 mg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that a motor stall was seen upon pump interrogation. It was unknown if the patient had an MRI. The patient had seen the 8476, motor stall, error message on their personal therapy manager at 6:30 am on (B)(6) 2016 and had called the rep. No patient symptoms were reported. Additional information was reported by the rep on (B)(6) 2016. The patient had heard an alarm going off every 10 min. The patient had not been around any electromagnetic interference or had an MRI. The patient was seen in office by a healthcare professional (hcp) and the motor stall was confirmed and had begun at 5:48 am. The patient was to be covered with oral medications. The patient's status was alive with no injury at the time of the report.

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative. It was reported that a low battery reset/safe state occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.